Event description:
Boston scientific received information that during an atrial flutter ablation procedure, while in electrocautery mode, the health care professional (hcp) reported that the device continued to inhibit pacing and asystole was observed for an unknown period of time. When the procedure was stopped, pacing resumed appropriately in this pacer dependent patient. The device was interrogated following the procedure and was found to be functioning appropriately. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.